Event description:
Subsequent to the initially filed report, the following information was provided: the previously implanted stent that the 3.5x18 mm xience xpedition could not cross was a 3.5x12 mm xience xpedition stent. The 3.5x18 mm xience xpedition stent was attempted to be placed proximally with telescoping. The damage that occurred to the 3.5x18 mm xience xpedition stent delivery system (sds) was a shaft kink. No additional information was provided.

Manufacturer narrative:
Device codes: 2889 labeled. Internal file number - (B)(4). Correction: serial #. Device code 1562 and 2923 were removed. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the xience xpedition device did not cross the total occluded lesion in the proximal right coronary artery. The xience xpedition failed to cross due to interaction with a previously implanted, unspecified stent. Reportedly, the xience xpedition could not pass the proximal part of the distal stent. There was a device issue noted; however the damage is not known. The patient was treated with a 3.5x12 non-abbott stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided.